Event description:
The customer reported the ventilator does not power on and continuously reboots. The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
(B)(4).